Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the sagittal saw attachment device did not turn. There were no delays to the surgical procedure as a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition that the device did not turn was confirmed. An assessment was performed and it was observed that the device froze/ seized and would not oscillate when power was applied. During repair it was observed that there was excessive corrosion on the internal component subassemblies, the needle sleeve was frozen (will not rotate), and the gear exit shaft and needle sleeve were corroded. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/ misuse/ abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.